Event description:
It was reported that during a thrombectomy procedure on a dialysis patient, the vessel was exposed and the catheter was prepared for insertion into the vessel. Attempts were made to inflate the balloon, but it had ruptured and wouldn't inflate. Use of the catheter was discontinued, and a new device of the same type was used to successfully complete the procedure. No injury was reported to the patient.

Manufacturer narrative:
The user inadvertently returned the product that functioned properly instead of the failed product. As a result, we could not confirm the report of the balloon rupture. The returned product did not show any signs of damage or abnormalities. As the failed device was not returned, the exact root cause of the reported issue could not be conclusively determined. Balloon ruptures are an inherent risk of using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The lot history record for the devices were reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.